Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. Investigation summary :the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed it was found during evaluation that the device having excessive flow. The device was repaired to resolve the issues. After repair, the device was found to be working according to the specifications. With the available information, we cannot determine the root cause of the identified failures. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported via service request that the fms duo®+pump/shaver unit required maintenance. Additional information could not be provided.